Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that at implant, oversensing due to noise was observed when the lead was connected to the device header. The oversensing persisted when the lead was connected to a second device. The physician elected to explant and replaced the lead. The patient was in stable condition post-procedure.